Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead (B)(6) 2006. (B)(4).

Event description:
It was reported that during the procedure, the chronic right atrial (ra) lead appeared to have a "small insulation break." The lead was repaired and remains in use. No patient complications have been reported as a result of this event.